Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as expected, and subsequently the pump shut off unexpectedly. The customer was able to power the pump on and load a new cartridge. Customer resumed insulin delivery successfully. There was no reported impact to the customer's blood glucose level. Additional information was not provided, and the customer declined to troubleshoot with tandem technical support.